Event description:
It was reported that during device change out oversensing and externalized conductors via fluoro were observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.